Event description:
The following information was obtained from the FDA via a customer report: in 2008, the pt received a mitral valve replacement. Before the patient was transferred to the ICU, the nurse unplugged the IV pump and the system shut down, and would not come back on. The pump was immediately swapped out, and the pt was delivered to the ICU.

Manufacturer narrative:
Eval summary: the following info was obtained from the facility biomed rep: during eval by the facility biomed, the reported condition of shut down was confirmed due to depleted main batteries. To correct the reported problem, the facility biomed replaced the main batteries, and performed preventive maintenance. The device pass all the specs and is working properly.